Manufacturer narrative:
(B)(4) date sent 10/15/2025 corrected data d4: UDI#. Investigation summary a 17 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was successfully made. A cut wire, bent wires and tooling marks were noted in some beads. No issues related with demagnetization as reported, were noted during the analysis of the device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot number 26706, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/3/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the event description states ¿the patient showed symptoms post-implantation ¿ what symptoms was the patient suffering from? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? The event description states ¿remove the linx device due to issues with demagnetization ¿ was the device discontinuous? If yes, for discontinuous: what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com. What were the symptoms the patient was suffering from? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with device lxmc17, implanted on (B)(6) 2024, at (B)(6) hospital, was experiencing unknown symptoms. The patient showed symptoms post-implantation, prompting concern. On (B)(6) 2025, the surgeon decided to remove the linx device due to issues with demagnetization. The removal process was completed without any reported consequences to the patient.